Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported from japan that during a total knee arthroplasty surgical procedure, it was observed that the robotic assisted saw interface that connects to the bone saw seemed a little loose. The surgeon proceeded with the procedure as is, but more than usual, the numbers indicated a variation in post-osteotomy validation. The surgery was completed successfully with no surgical delay. After the surgery, the saw interface for the left was detached, another saw interface for the right was attached to the bone saw which used in this surgery, and the state of their assembly was checked. Even visually, the saw interface for the left was clearly "wobblier" than the one for the right in assembly. Wobble in the assembled state may have contributed to the instability of the validation. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. Visual analysis of the device found no significant damage or visual defects that could have contributed to the reported event. The device shows moderate wear, which is consistent with multiple uses in a clinical setting. However, during functional testing with the fixture attached, undesired movement or play was observed between the sasi clamp and the sasi itself. Additionally, it was noted that minimal force was required to open the saw clamp lever while the saw wing fixture was engaged. The overall complaint was confirmed. The issue related to the undesired movement/play is a design issue and has been escalated to a CAPA.